Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad button presses did not activate desired pump functions. The bolus button was intermittently unresponsive. There was evidence of keypad adhesive found under all key contacts. The keypad adhesive was also found under the bolus button.

Event description:
It was reported that the pump self suspended and the pump is increasingly unresponsive to all button presses. It was reported that there is no exposure to water or damage to the pump.